Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2008 and mesh was implanted into the patient. It was reported that she experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent mesh implantation on (B)(6) 2011 due to stress urinary incontinence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly

Manufacturer narrative:
It was reported that following insertion the patient experienced mixed urinary incontinence and recurrent urinary tract infection.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, urinary problems, recurrence, dyspareunia. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.